Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented during the follow-up after receiving a notification for charge time limit multiple times. The alerts occurred during the capacitor maintenance. Also inappropriate programming switch was noted. The device was explanted. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
New information received indicates that the patient was stable post-procedure.